Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The uninterrupted power supply and the intelligent shut down board were re-enabled via an internal switch. The system was tested and found to be working as intended and put back into service.